Event description:
It was reported during the procedure "fluid would not flow fluently through distal lumen". The device was replaced. No patient harm reported. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The customer returned one, 3-lumen cvc, a catheter over needle, and a lidstock for analysis. The catheter will be analyzed as part of this complaint investigation. Signs of use in the form of biological material were observed inside the distal extension line. Visual analysis did not reveal any defects or anomalies. The catheter body length from the juncture hub to the distal tip measured 167mm which is within the specification limits of 157mm-177mm per the catheter product drawing. The catheter body outer diameter measured 2.42mm, which is within the specification limits of 2.39mm-2.49mm per the catheter extrusion product drawing. The distal extension line outer diameter measured 2.18mm, which is within the specification limits of 2.13mm-2.21mm per the distal extension line extrusion product drawing. The distal extension line inner diameter measured 1.4478mm, which is within the specification limits of 1.420mm-1.500mm per the distal extension line extrusion product drawing. A lab inventory syringe filled with liquid was attached to all three extension lines and flushed. No blockages or leaks were observed as the liquid passed through the respective exit points for each extension line. Therefore, the catheter is functioning as intended. Performed per IFU statement, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen". A manual tug test confirmed that the three luer hubs were secure to their respective extension lines. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". The report of a blocked extension line was not able to be confirmed through complaint investigation. The returned catheter met all relevant visual, dimensional, and functional requirements, and a device history record review did not reveal any relevant findings. No blockages were observed during functional flush testing of the returned device. Based on the customer report and the sample received, no problem was found with the returned device. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported during the procedure "fluid would not flow fluently through distal lumen". The device was replaced. No patient harm reported. The patient's condition was reported as fine.